Manufacturer narrative:
The pod was received not deployed with rotational sensor abnormalities observed in the pod data. These rotational sensor abnormalities resulted in first prime ending early which led to the firing flat not being lined up with the release bar at the end of second prime and the pod not deploying. The commutator cap was observed to be damaged. It could not be conclusively determined if this damage contributed to the rotational sensor malfunctions and needle mechanism failure. The pod was reset and rerun which replicated the rotational sensor abnormalities. Due to this replication, the rotational sensor malfunctions can be confirmed as the cause of the observed rotational sensor abnormalities and the pod failing to deploy when intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.